Manufacturer narrative:
A review of the mfg records for the device has been conducted. A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. The gore tag thoracic endoprosthesis, instructions for use (IFU) states: the safety and effectiveness of the gore tag thoracic endoprosthesis have not been evaluated in the following pt etiologies: intramural hematoma. Additionally, the IFU at completion of procedure states the following: after deployment, use the gore tri-lobe balloon catheter to smooth and seat the endoprosthesis against the aortic wall in the distal and proximal necks.

Event description:
On (B)(6) 2010, the pt underwent treatment for an intramural hematoma in the most proximal, descending thoracic aorta and was implanted with a gore tag thoracic endoprosthesis. The physician chose not to balloon the device after implant. The pt tolerated the procedure. Approx two weeks later, estimated to be (B)(6) 2011, the pt underwent a computed tomography (CT) scan which showed the hematoma was still leaking into the aorta. On (B)(6) 2011, the pt underwent a reintervention. An additional gore tag thoracic endoprosthesis was implanted to extend proximal coverage. A portion of the left subclavian artery was intentionally covered, but left widely patent, with good flow. The pt tolerated the procedure.